Event description:
During the evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 09:45:41. During night drain cycle six, the patient's ultrafiltration reading was 730ml, indicating the home patient (hp) drained 730ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.